Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that product continues to be safe, effective, and perform as intended in the field. Stability data was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported glucose precision readings issue with the adc freestyle libre reader. On (B)(6) 2020, the customer stated that due to the unspecified precision readings issue, the customer had a medical event that required treatment from a non-healthcare professional with orange juice. No further information was reported. There was no report of death or permanent injury associated with this event.